Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 11cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. The split was centered about a permanent kink impression. An additional permanent kink impression was seen between the 7cm ¿ 8cm depth markers. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recp2576 showed two other similar product complaint(s) from this lot number.

Event description:
Secondary split was discovered during sample evaluation. Original event report sent under FDA report number 3006260740-2019-01195.